Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 3.5 versus the labs 7.3 mmol/l. Tests were done within 10 mins. Pt did not experience any adverse events. No further info has been reported.